Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the speaker was technically faulty, and there is no sound coming from the device. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) ordered an exchange device for the customer. The customer was advised to return the device to bench repair. As of 07may2025, this device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.